Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 5 months due to unknown reasons. A 29mm transcatheter valve was implanted. Patient outcome was excellent.

Event description:
It was reported that a pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 5 months due to restricted leaflets resulting in stenosis, and flail segment with severe regurgitation. A 29mm transcatheter valve was implanted. Tee showed no significant perivalvular or intra-valvular regurgitation. The patient was taken to recovery in stable condition. The patient was discharged on pod #1.

Manufacturer narrative:
Additional manufacturer narrative: